Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ms pump, and ipp cylinders were visually inspected, and functionally tested. A small bulge was identified in one of the cylinder bodies when inflated. A cylinder diameter test was performed on the uneven cylinder to determine whether it meets manufacturing specifications. The cylinder failed the diameter test. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Review of the manufacturing records for batch 1000307822 found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. A meeting was also set with the manufacturing team to confirm the diameter testing results of this batch and a probable cause for the cylinder aneurysm. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that a pair of cylinder, and a pump of an inflatable penile prosthesis (ipp) were tried, but not implanted due to the device was incorrectly sized. A different device was used to complete the procedure. The device was contaminated during procedure.